Manufacturer narrative:
Concomitant medical products: - logic cc femoral size 3, right (cat# 02-010-06-0330 / serial# (B)(4). - logi logic tibia ps mod insrt sz 3 13mm (cat# 02-012-35-3013 / serial# (B)(4). - lgc tibial fit tray cem sz 3f / 3t (cat# 02-012-45-3030 / serial# (B)(4). - c stem ext 14mm x 80mm (cat# 02-012-60-1480 / serial# (B)(4) . - logic fit/rbk augment 1/2 block sz 3, 5mm (cat# 02-012-50-3011 / serial# (B)(4). - logic post. Aug. Block size 3, 5mm (cat# 02-010-06-0531 / serial# (B)(4) . - logic fit/rbk augment 1/2 block sz 3, 5mm (cat# 02-012-50-3011 / serial# (B)(4). - cc distal fem augment sz 3, 5mm (cat# 208-05-03 / serial# (B)(4). - metaphyseal tibial cone, ml32mm (cat# 02-012-66-2000 / serial# (B)(4). - tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately six months post right tka, patient had a revision of the logic cc femoral construct due to loosening of the femoral components. It was revised using logic cc.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of both patient-related conditions and an insufficient bond between the femoral components and the bone which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation and images of the explanted devices/pre-revision radiographs were not provided. The most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.